Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states: "material sensitivity reactions." And number 14: "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00388 & 03698).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on an (B)(6) 2009. Legal counsel for patient reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. Additional information received in patient medical records indicates that the revision procedure took place on (B)(6) 2013, was due to pain and elevated metal ion levels. The operative notes confirm that the head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.